Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to a severed cable after ECG b, as well as ECG a connecting to the front therapy electrode (te). The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.